Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-00948. The patient has two scs systems (occipital and supra-orbital). It was reported the patient's occipital system did not provide effective pain relief. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the occipital leads were revised. Effective coverage was confirmed postoperatively, therefore the issue is resolved.